Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An exterior physical visual inspection was performed and passed. Receiver charge and boot test were performed and failed due to receiver will not turn on. Receiver functional test was performed and failed due to receiver will not turn on. The receiver case was opened for an internal visual inspection and it passed. The receiver data log could not be downloaded due to receiver will not turn on. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.